Event description:
It was reported that during an attempt to deploy a vascular stent, the deployment trigger would not operate and the stent could not be deployed. The entire stent delivery system was removed and another vascular stent was used to complete the procedure. Evaluation of the returned device revealed the stent had partially deployed approximately 25mm. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided and the device history records are being reviewed. The device has been returned for evaluation. The investigation is currently underway.